Event description:
It was reported that the right ventricular (rv) lead has become increasingly higher for a few weeks. Of note, there were no short interval counts (sic). The lead integrity alert (lia), capture management, and patient alert had triggered. Follow up with the physician office indicated that the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received inappropriate therapy due to oversensing of noise by the rv lead. The lead had high increasing thresholds, high increasing impedance, and a confirmed fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.